Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual inspection, functional testing and dimensional verification. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed. There is no evidence of a malfunction that may have prevented the devices from performing as intended. Based on historical review of similar events, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information included a lab value at the time of implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) was returned for evaluation. The controller with an unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. No performance allegations were made against the driveline extension cable, outflow graft, and surgical tool kit. Review of the controller's manufacturing documentation could not be performed since the serial number is unknown. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Further analysis revealed that the impeller could potentially contact the front housing at its outer shroud, which leads to increased starting friction at the housing to impeller interface. Failure analysis of the returned outflow graft revealed that the outflow graft passed visual examination. Internal pathological report revealed no evidence of thrombus within the pump or outflow graft. Additionally, failure analysis of the returned driveline extension cable revealed that the device passed visual inspection and functional testing. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Based on historical review of similar events, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Additional information was received regarding the recall number. Section b5 event description was corrected to include a statement regarding the disposition of the controller. Section h10 was corrected to include device and code information for the controller. Product event summary: the pump was returned for evaluation. The controller with an unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual inspection, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the pump. Log file analysis could not be performed since log files were not available for analysis. As a result, the reported event could not be confirmed. There is no evidence of a malfunction that may have prevented the devices from performing as intended. Based on historical review of similar events, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: unk / catalog #: unk / expiration date: unk / serial #: unk, UDI #: asku, d9: no, h3: no, h4: mfg date: unk, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, f1905, h6: FDA device code(s): a141204, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was removed from use.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the ventricular assist device (vad) was unable to start once implanted in the heart. The vad was explanted and exchanged. No patient complications have been reported as a result of this event.